Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-03570-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Two (2) impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) were returned for investigation. Visual evaluation of the as returned product identified implants with locators attached. No allegation to locators but, both implants fractured at the middle threads. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (1232915). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1232915) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture implant. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is the implant is loaded outside of indications leading to a broken, fractured, or otherwise damaged implant that leads to a decrease in patient function and customer uses inappropriate surgical or restorative protocol resulting in implant being placed or restored contrary to the instructions for use and leads implant breakage. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the implant at tooth location #22 fractured 3.4 mm from tip. Replaced #22 with 2 adjacent implants for stability of axed appliance.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-03570. Zimmer biomet (B)(4). Weight unknown / not provided. Fax number unknown / not provided. Additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.